Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level was 502 mg/dl. A manual injection of insulin therapy was administered to resolve bg. The customer reverted to alternate therapy for diabetes management.